Event description:
Drive medical has received a complaint from an end user alleging that one of a pair of crutches bowed causing the user to fall and allegedly hit against the wood stove sustaining 1st and 2nd degree burns. The crutch was originally distributed by drive medical. According to the end user, the same pair of crutch had been used by him for about three (3) years prior to the incident. Drive medical has contacted the user immediately to have the alleged crutch returned to drive for eval. The alleged crutch was eventually returned to drive on (B)(6) 2010. This MDR report is based on the end user complaint.